Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins). The patient reported having an informational pow ER on reset (por) while charging their recharger late last night. The steps to clearing the por including pressing the sync key, pressing any arrow button, and then pressing sync were done. The por was successfully reset. There were no patient symptoms reported and no complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding the patient. The patient reported their weight to be (B)(6) and they stated that the cause of the power on reset (por) had not been determined. No further complications were reported.